Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. C51078) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "patency of the patient's right fallopian tube, as demonstrated on her hsg exam". The patient's medical history included arthritis, diabetes and blood pressure high. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total laparoscopic hysterectomy left salpingo-oophorectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, dysfunctional uterine bleeding and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, dysfunctional uterine bleeding and dysmenorrhoea to be related to essure. The reporter commented: both tubal ostiae were visualized: r tubal ostia. Trailing coils in uterus: 3. L tubal ostia. Trailing coils in uterus: 3 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: left fallopian tube essure device appears to be in optimal position with occlusion of the left fallopian tube. The right fallopian tube essure device demonstrates its proximal and of inner coils situated approximately 20-30 mm from the cornual. There appears to be free spillage of contrast across the fimbriated end of the right fallopian tube. A message indicating patency of the patient's right fallopian tube. Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical records received. Lot number added. Medical history, lab data, aka name were added. New events added - dysfunctional uterine bleeding, dysmenorrhea and patency of the patient's right fallopian tube, as demonstrated on her hsg exam. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilization. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. C51078) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "patency of the patient's right fallopian tube, as demonstrated on her hsg exam". The patient's medical history included arthritis, diabetes and blood pressure high. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total laparoscopic hysterectomy left salpingo-oophorectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, dysfunctional uterine bleeding and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, dysfunctional uterine bleeding and dysmenorrhoea to be related to essure. The reporter commented: both tubal ostiae were visualized. R tubal ostia. Trailing coils in uterus: 3. L tubal ostia. Trailing coils in uterus: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: left fallopian tube essure device appears to be in optimal position with occlusion of the left fallopian tube. The right fallopian tube essure device demonstrates its proximal and of inner coils situated approximately 20-30 mm from the cornual. There appears to be free spillage of contrast across the fimbriated end of the right fallopian tube. A message indicating patency of the patient's right fallopian tube. Lot number: c51078, manufacturing date: 2014-04, expiration date: 2017-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilization. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.